Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that they went to their urologist on thursday and prior to that they talked to someone there. They said that the doctor would adjust the therapy. The patient said when they got to the office, they had to give the doctor a urine sample. They finished voiding their bladder which they thought was empty, but the doctor said they had residual urine in their bladder. The agent reviewed therapy information and general programming guidance with the patient. The patient increased the stimulation to a comfortable level. The patient said they would maintain stimulation level and would continue to track symptoms. Additional information was received from the healthcare provider (hcp). The hcp reported that the patient did not experience post-void urinary retention prior to the device.

Manufacturer narrative:
B2: retention. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.